Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had lost weight and the pocket site had become uncomfortable. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was moved to a new location. Postoperatively, the discomfort has reportedly resolved.